Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's cap was found to be detached; and was not returned by the customer. The fiber was found broken proximal to the fusion zone. Not able to confirm any evidence of burned and charred that shrink or glue residue due to the missing cap. There was no indication or report of any part of the device remaining inside the patient. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/'cap condition could also result in a forward firing condition of the side-firing surgical fiber. The probable root cause that contributed to the device failure was related to heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure. Reference: MFR report number: 2937094-2013-00050.

Event description:
It was reported that during a prostate procedure, the "fiber cap detached outside of the patient" at 89,620j. The physician used a second fiber and had fiber cap damage at 189, 520j; a third fiber had fiber cap damage at 228,090j. The case was completed with a fourth fiber. Reportedly, there were "no damages to the patient". This report is for the third fiber.